Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was around 400 mg/dl at the time hospitalization. The customer reported experiencing diabetic ketoacidosis and chest pains, prompting them to be hospitalized. Customer stated, they were hospitalized for five days as a result. The customer reported, the cause of their hospitalization was from the medication they were prescribed. It was reported, the customer was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for their high blood glucose. Customer reported receiving no delivery alarms with the insulin pump. Customer's blood glucose was 310 mg/dl at the time of incident. The customer stated they were unable to troubleshoot at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.